Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the atrial lead pacing triggered wide qrs complexes. A chest x-ray was completed to reveal the lead in adequate position. Micro-dislodgement was suspected. No intervention was completed to address this issue. The patient was stable.